Event description:
Medtronic received information indicating that during the priming phase a leak was seen coming from the heat exchanger joint of this affinity oxygenator. The device was changed out with no patient affect reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout oxy or ports. Performance pressure integrity testing was performed. During the test a leak from the hex side-seam joint was observed. The device was observed under magnification and there appeared to be a void in the hex side seam bond. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: reason for return was confirmed. Product analysis confirmed a leak originating from the heat exchanger side seam. (B)(4).